Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; software reloaded to resolve issue. Analysis also found the power cord bay assembly and upper hinge plate were broken. Rf (radio frequency), ECG (electrocardiogram), and I/o (input/output) connectors were found loose on the lem (link electronic module) printed circuit board assembly. System fan was noisy. Programmer failed antenna connect test due to antennas being loose. (B)(4).

Event description:
It was reported the programmer locks up on the medtronic logo screen after using a service disk. Prior to that it would totally reboot several times with each startup. The programmer was returned for repair. No patient involvement or complications were reported.